Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a skin closure procedure on an unknown date and suture was used. Following the procedure, the patient had an increased infection. Pus formed on the first and last stitch hole. Additional information was requested.

Manufacturer narrative:
(B)(4): representative samples from the same lot number as the actual device were returned for evaluation. The devices met performance specifications.

Manufacturer narrative:
Date sent to the FDA: 11/22/2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.